Manufacturer narrative:
Additional information: the tip was damaged, not detached. The device safely removed from the patient, the complete part of the stent delivery system was safely removed without issue with no patient injury. Image analysis: two images were provided for evaluation. The first image shows the shipping carton. The second image shows the distal section of the device. The stent is observed to have migrated distally and is deformed. The catheter tip is not visible, as it is obscured by the deformed stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted advancement of the stent pxb35-06-57-135 visi pro 035 to a severely calcified, 70% stenosed proximal common iliac artery lesion, the device tip detached. The device/component embolization most likely occurred at the distal external iliac during the attempted passage. The lesion was pre-dilated with a 5mm admiral xtreme pta balloon. The detached portion of the device did not remain in the patient, as the catheter was intact upon removal. The procedure was completed using a self-expanding stent instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.